Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a right hemi colectomy; ileostomy the surgeon fired stapler across ilium to make initial transection of colon. When the stapler jaws were opened, 2 pulsating bleeding vessels were viewed. The surgeon had to suture over these vessels to create hemostasis. Cautery and suture was used to treat all bleeding. Current patient status is stable. The devices will go through internal facility risk management process prior to being returned.